Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The analysis revealed that the inner coil was found fractured directly next to the lead tip, which is assumed to be the root cause of the reported oversensing. Based on the damage, it is reasonable to assume that forces applied during the implantation procedure contributed to this damage and that the lead had been subject to severe mechanical stress in the implanted state. Furthermore, the visual inspection showed cuts in the insulation 36 cm distal to the is-1 connector pin, a deformed outer conductor coil 17.5 cm and 18.5 cm distal to the is-1 connector pin and a damaged steroid collar. It is reasonable to assume that these damages resulted from the surgery. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead failure, noise on the ra channel. The lead was explanted. Should additional information be received, this file will be updated.